Manufacturer narrative:
Further information about the event has been requested, at this time no additional details have been received. The bed as well as pictures of the bed before being dismantled for shipping have been received by invacare, an evaluation of the device is in process. When additional information becomes available, a supplemental record will be filed.

Event description:
Hospice stating that a patient cut his leg on a metal piece of the bed frame that is sticking out from the side of the bed. He was taken to the emergency room and received 11 sutures on his leg.

Manufacturer narrative:
The bar600ivc bed was returned. Pictures taken before disassembly of the bed show that one of the motor guards protruded the edge of the bedframe. When invacare received the bed, the foot spring assembly only had one of the two motor guards installed. The motor guard with the alleged issue was found loose in the returned packaging. The attached motor guard did not protrude the edge of the bed frame. There were discrepancies found in the curvature of the bends on the loose guard when compared to the guard that was attached. The curvature difference made the guard longer, making it unable to be reinstalled for evaluation. There was no hardware returned for the loose motor guard, so it is unknown if there were any issues with the attachment hardware. The motor guard in question had no sharp or jagged edges. There were areas on the foot spring and unattached motor guard with abrasions/scrapes to the paint consistent with impact. Physical damage to the head motor was observed. Since the motor guard was returned detached, bent, and with abrasions/paint missing on its surface, it is probable the trauma which caused the defects to the motor guard¿s surface also bent or flattened the motor guard tube; thus, increasing the length of the motor guard such that it protruded beyond the width of the bed frame. The owner's manual mechanical inspection and maintenance section advises to, ¿inspect all bed components for damage or excessive wear and replace as necessary¿ as well as to ¿inspect the head and foot spring sections for bending, warping or damage."

Event description:
Hospice stating that a patient cut his leg on a metal piece of the bed frame that is sticking out from the side of the bed. He was taken to the emergency room and received 11 sutures on his leg.